Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral breast hematomas by a medical professional. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 20, 2024, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided a patient identifier. Patient identifier: (B)(6). On september 05, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).